Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop. It was reported that following insertion the patient experienced pain, extrusion, urinary/bowel problems, organ perforation, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh revision/removal on (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2000 and mesh was implanted; and on (B)(6) 2005 and pelvisoft acellular collagen biomesh and on (B)(6) 2007 and avaulta plus anterior biosynthetic support system were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent a cholecystectomy on (B)(6) 2005(concurrent with mesh procedure). It was also reported that the patient underwent a surgical procedure on (B)(6) 2007 (correction per or report) and avaulta plus anterior biosynthetic support system was implanted. Patient also underwent a ventral hernia repair on (B)(6) 2008.

Event description:
It was reported that patient underwent a cholecystectomy on (B)(6) 2005(concurrent with mesh procedure). It was also reported that the patient underwent a surgical procedure on (B)(6) 2007 (correction per or report) and avaulta plus anterior biosynthetic support system was implanted. Patient also underwent a ventral hernia repair on (B)(6) 2008.